Event description:
Case description: investigational results: novopen 4; batchnumber: jvgs237 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Mixtard 30 penfill; batch number:nr7lw32 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission the following has been updated: -is non-reportable updated. -malfunction changed -investigational results updated -expected date of fu report removed and final report ticked in EU/ca tab -imdrf codes updated. -narrative updated accordingly. Final manufacturer's comment: 20-dec-2024: the suspected device has not been returned to novonordisk for investigations. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. No conclusion is reached. H3 continued: evaluation summary novopen 4; batchnumber: jvgs237 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycaemic episodes; 540 mg/ dl [hyperglycaemia]. Patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose [device breakage]. Piston rod had a problem [device issue]. The patient leave the needle attached to the pen [product storage error]. That the force needed become more easier [device delivery system issue]. Patient is using dialling clicks [wrong technique in product usage process]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height,weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia)" with an unspecified onset date , "patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage)" with an unspecified onset date , "piston rod had a problem(device component issue)" with an unspecified onset date , "the patient leave the needle attached to the pen (device stored with needle attached)" with an unspecified onset date , "that the force needed become more easier(device delivery system pressure issue)" with an unspecified onset date , "patient is using dialling clicks (wrong technique in product usage process)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (40iu am and the second dose 20 iu) from unknown start date for "diabetes mellitus." Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (type and duration not reported). On an unspecified date, patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking her insulin dose. On an unspecified date, when patient measured fbg level (blood glucose) at home, it was reported as 450mg /dl and then after eating and taking insulin dose, blood glucose (blood glucose) was re-ported as 540 mg/ dl and it lasted for 2 days. Patient thought it was the problem in bgm. On an unspecified date, patient went to pharmacy and measured rbg, it was reported as 540 (unit not reported), then it gave hi (not specified). Pharmacist checked the pen and told patient that it had a problem and was directed to ncc, where patient received the pen and was told that the piston rod had a problem. Patient got new pen. No co existing conditions or medication.the patient was not injecting in skin area with lumps.penfill holder was not detached before, patient used the needle many times and leaves the needle attached to the pen.patient mentioned that the force needed become more easier, mix the insulin gently once before injecting the dose and using dialling clicks. No change in the diet or exeresice. The needle is attached with the pen straight. The insulin stored in room temp. Batch numbers: novopen 4: jvgs237, mixtard 30 hm penfill: nr7lw32. Action taken to mixtard 30 hm penfill was reported as no change. Event abated after use stopped or dose reduced for mixtard doesn't apply. Event reappeared after reintroduction of mixtard doesn't apply. The outcome for the event "suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia)" was not reported. The outcome for the event "patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage)" was not reported. The outcome for the event "piston rod had a problem(device component issue)" was not reported. The outcome for the event "the patient leave the needle attached to the pen (device stored with needle attached)" was not reported. The outcome for the event "that the force needed become more easier(device delivery system pressure issue)" was not reported. The outcome for the event "patient is using dialling clicks (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia) : possible patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage) : possible. Piston rod had a problem(device component issue) : possible. The patient leave the needle attached to the pen (device stored with needle attached) : unknown. That the force needed become more easier(device delivery system pressure issue) : unknown. Patient is using dialling clicks (wrong technique in product usage process) : unknown. Company's causality (novopen 4) - suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia) : possible. Patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage) : possible. Piston rod had a problem(device component issue) : possible. The patient leave the needle attached to the pen (device stored with needle attached) : possible. That the force needed become more easier(device delivery system pressure issue) : possible. Patient is using dialling clicks (wrong technique in product usage process) : possible. Reporter's causality (mixtard 30 hm penfill) - suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia) : possible. Patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage) : possible . Piston rod had a problem(device component issue) : possible. The patient leave the needle attached to the pen (device stored with needle attached) : unknown. That the force needed become more easier(device delivery system pressure issue) : unknown. Patient is using dialling clicks (wrong technique in product usage process) : unknown. Company's causality (mixtard 30 hm penfill) - suffered from hyperglycaemic episodes; 540 mg/ dl(hyperglycaemia) : possible. Patient mentioned that the pen was broken and was not releasing the dose, so patient was not taking insulin dose(device breakage) : possible. Piston rod had a problem(device component issue) : possible . The patient leave the needle attached to the pen (device stored with needle attached) : possible . That the force needed become more easier(device delivery system pressure issue) : possible patient is using dialling clicks (wrong technique in product usage process) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Device evaluation has not been performed yet, FDA codes for annex g, b, c, d are entered due to mandatory esubmitter requirements.